Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/3. Continued h.6. Health effect- impact code: f2203, f2201. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1 syringe of juvéderm voluma® xc in the cheeks. Approximately 2 weeks later, the patient started to experience "inflammatory reaction" and "infection in the cheeks". The patient was treated with steroids, antibiotics, and drainage as treatment. Five days later, the symptoms resolved. About 4 months later, the same symptoms appeared. The hcp ¿aspirated the filler¿ and a culture and cat scan were completed as testing. The symptoms are ongoing. The syringe has been discarded.